Event description:
It was reported that, during a stage 2 neurostimulator replacement surgery, the device pocket was opened and the device and extension were removed. The lead was exposed and the lead contacts appeared to be intact. The lead was inserted into the new neurostimulator and the set screws were tightened. It was suggested that "something felt abnormal" when the set screw was tightened. The lead was given "a slight tug," to ensure connection. The lead wires pulled out of the header block, leaving the electrodes in the header block. It was not possible to remove the electrode from the neurostimulator. The lead and all of the hardware were, then, removed from the pt. Antibiotic solution with lidocaine was used in the device pocket prior to closing the site. There was no replacement of the lead performed due to the pt's history of infection associated with a prior implantation. The pt was to return for a stage 1 and 2 implantation at a later date. The pt had no devices implanted as of the date of this report. There was no injury to the pt. Additional info was requested but not available as of the date of this report. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
Analysis of the neurostimulator model 3058 serial (B)(4) found procedural non-conformance. The setscrew was backed out too far. The device passed the final functional test and the initial review findings were ok. The connector module, access hole adhesive and grommets were ok. There was foreign material in the connector ports. The setscrew was backed out too far. The ins can was scratched. Telemetry was ok, there was good stable output on all electrode pairs. There were no problems when pressing on the ins can. Analysis of the lead model 3889-28 found procedural non-conformance. The proximal end connector was crushed. The lead was returned in two segments. The #1 connector sleeve was crushed and the #0 connector sleeve was torn off on the proximal segment. The proximal end was stretched. There were setscrew marks in the correct location. All conductors were pulled out of the proximal and the conductors were stretched. The outer insulation was torn. The distal end was ok. Continuity was acceptable on the distal end. All circuits were open on the proximal end. Analysis of the extension model 3095-10 found no significant anomaly. The product was cut through and segmented. The proximal end connector legs were stretched. There were setscrew marks in the correct location. The conductors and body insulation were cut. The distal end was ok. Continuity was acceptable on both segments. Analysis of the neurostimulator model 3023 serial (B)(4) found no significant anomaly. The final functional test was failed as the battery was not in new condition. The initial review findings were ok. The insulation coating and ins can were scratched, and the battery was expanded. The setscrews and access hole adhesive were ok. The #2 grommet was cut and all grommets were loose. There was foreign material in the connector p orts and connector module was scratched. Telemetry was ok and there was good stable output on all electrode pairs. There were no problems when pressing on the ins can. Analysis of the wrench found no anomaly.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.